Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving low scan results of "between 40 mg/dl and 54 mg/dl" from the adc device in comparison to glucose readings of 152 mg/dl, 168 mg/dl, and 172 mg/dl on a fingerstick test. It is unknown whether the customer noted a trend arrow on the device. The customer did not report any symptoms but was treated with unspecified corrective treatments. There was no report of death or permanent impairment associated with this event.